Event description:
Complainant alleged that while attempting to defibrillate a male patient, the device displayed a "defib fault 72" message. Complainant indicated that the clinician obtained another device to continue treating the patient and was able to shock the patient 28 times. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.